Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received on (B)(6) 2012 by phone from the reporter and the implanting surgeon. No further information can be obtained as the surgeons have declined to provide additional information. (B)(4).

Event description:
A surgeon reported a patient with an unexpected outcome following intraocular lens (iol) implant surgery. The surgeon reported the iol was implanted by another surgeon. In a follow-up, the implanting surgeon reported she believes the outcome is "quite good" considering the circumstances of the patient having a lot of cylinder preoperatively and is mildly amblyopic. She reported the patient wanted to be monovision and although she didn't come out exactly on target, she was somewhat close. She believes that because of the patient's history of rd (retinal detachment) and scleral buckle the outcome was satisfactory. No further information is expected as the surgeons have declined to provide additional information.